Event description:
A healthcare professional reported that nm-f4440 lot#0029018 implant lacked primary stability. The implant was removed during implant placement with no report of observable clinical symptoms. The device was forwarded to the manufacturer. No other medical issues were reported.

Manufacturer narrative:
The DHR was reviewed for lot#0029018 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The investigation for this event has not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Our manufacturing system assures, that production and process controls are in place to ensure that batches conform to the applicable specifications before they are distributed. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.